Event description:
It was reported while using bd connecta¿ 3-way stopcock product disconnected without prompting. There was no report of patient impact. The following information was provided by the initial reporter: the connecta connection is weak and they tend to disconnect when connected to an infusion set. The rotating part disconnects after connecting to ll connection.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1033314. Medical device expiration date: 2024-01-31. Device manufacture date: 2021-02-16 . Medical device lot #: 0157587. Medical device expiration date: 2023-05-31. Device manufacture date: 2020-07-15. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-mar-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the sample. The sample was visually inspected for any signs of damage that could have contributed to the reported defect, but no damages were observed. The sample was also tested to evaluate the connection of the device with another set. The sample was connected to another set and tested for leakage and no leakage was observed indicating a proper connection. Bd cannot determine a manufacturing related root cause since the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd connecta¿ 3-way stopcock product disconnected without prompting. There was no report of patient impact. The following information was provided by the initial reporter: the connecta connection is weak and they tend to disconnect when connected to an infusion set. The rotating part disconnects after connecting to ll connection.